Event description:
On (B)(6) 2013 the reporter contacted animas alleging that over the last month the patient had experienced erratic blood glucose (bg) from 36mg/dl to 480mg/dl. There were no reported signs or symptoms of hypoglycemia or hyperglycemia. The low bgs were reportedly treated with a high carbohydrate drink and glucose tablets. Treatment for elevated bgs was not specified. The reporter denied any infusion set issues and requested to troubleshoot the pump. Customer technical support reviewed the pump with the reporter and found all settings and histories to be correct. A review of the alarm history showed normal alarms of low cartridge and low battery. The basal, bolus, and total daily dose histories were found to be correct. Troubleshooting indicated that the pump was functioning correctly. The reporter mentioned that the patient was in finals week at school (indicating the potential for increased stress), first menses this month, puberty, and growth spurts. The reporter stated that they would continue to work with the patient¿s healthcare provider for managing diabetes. The reported bg elevation does not meet criteria for a serious injury. Although no pump defects were found, this complaint is being reported based on the allegation that the patient experienced hypoglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
A review of the black box indicated the data from the time of the alleged complaint was unavailable for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump casing was removed and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).